Manufacturer narrative:
One single 72200725 dyonics 5.5mm elite acromionizer burr used for treatment, was returned for evaluation. IFU confirms precautionary statements and recommendations for proper use of product. Visual evaluation confirmed that the burr had melted components. Overheating, melted material condition is aligned with devices being tested or run without or with inadequate suction and irrigation. The friction was due to inadequate irrigation flow. Please note: irrigation and suction are controlled by the user. Per IFU: ¿irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry).¿ binding and seizing may occur due to bone, tissue or metal shavings, fragments not excising efficiently. Per IFU: ¿irreversible damage may occur to blades or burrs if they are run without the flow of irrigation (dry). Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ complaint history review for three years prior indicated similar allegations for the product code reported. Batch review was unattainable without a valid lot number reported. No root cause related to the manufacture of the device was confirmed. No indication suggests product did not meet specifications upon release for distribution. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. No product identification information was provided and thus a manufacturing record review and complaint history review could not be completed. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a bone block surgery, the shaver hand-piece got hot and the hub got damaged by the heat. The procedure was completed with the same device with no significant delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.